Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump started beeping while she was in class and alerted her that the button of the insulin pump had been pressed for more than three minutes. The insulin pump was inside a velcro bag at the time of the alarm. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.